Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the preclose procedure was not used using a 8.5 sheath. It should be noted that the proglide instructions for use (IFU): for sheath sizes greater than 8f, at least one device and the pre-close technique is required. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery puncture site using a proglide device after an interventional electrophysiology (ep) treatment procedure using an 8.5f sheath. Reportedly, the marker lumen flushed successfully prior to use but there was no blood flow coming from the marker lumen when the device was positioned in the artery. The proglide device was removed, re-flushed and then advanced into the artery again, but there was still no blood flow coming from the marker lumen. Surgical suturing with "z" method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.